Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to access medication from secondary cubie. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access meds in secondary cubie. A technical support specialist (tss) dialed into station, then ran the med inventory report for med ID 6450001614 and there the main drawer 4.1 pocket a4 result where min was 5, max was 10 and current was 25. Then dialed into the server es10061557aio then went to patient encounter system (pes) and ran the device inventory report and the result was same as per station, after that another tss advised to resent the pocket load and count messages to the station through the path ¿pes > settings > resend messages to unit-I¿. After that the customer confirmed that the error originated from the pharmacist side and assured that it was corrected. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access medication from secondary cubie. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.